Event description:
On may 22, 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that customer requested advice on a potential infection control issue. They had an inexperienced scope tech put ¼ - 1/2 cup of empower enzymatic solution into one of their medivators dsd washers where the opa was supposed to go, and two of the scopes that were run through there were used on patients before they caught the mistake. There is no serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.